Manufacturer narrative:
Serial # (B)(4) corrected to (B)(4). Remove "notification." Recall number: remove reporting number "z-1026-1027-2013." Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were available for return and evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was flushed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of "smoke" (haze/mist/vapor) emitting from the sterrad® 100nx sterilizer. There was no report of injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.